Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio imaging was received and demonstrated calcification in the patient's abdominal aorta. The access vessels appeared to meet the required minimum luminal for use of a 14 fr diameter esheath+ (>5.5mm). The complain of a torn distal tip has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the event description, "the team encountered difficulty exiting the sheath with the valve. After the device was removed, it was noted that the tip of the 14fr esheath had torn". Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. In this case, patient factors such as challenging anatomy (calcification), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra resilia valve, the team encountered difficulty exiting the sheath with the valve. After the device was removed, it was noted that the tip of the 14fr. Sheath 3 was torn. The team was unaware of the tear until the sheath was removed from the patient. No patient harm occurred.